Event description:
An adverse skin reaction was reported with wear of the abbott diabetes care (adc) device. A customer experienced skin irritation and a "minor skin infection" at the sensor site. The customer reported "showing a nurse", but however reported self-treating (unspecified) and no healthcare provider treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.